Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient presented with exacerbation of methicillin-resistant staphylococcus aureus and multi-drug resistant pseudomonas infection. The original intended procedure was listed as heartmate 2 to heartmate 2 exchange for hemolysis. A wound culture was performed on (B)(6) 2019 and found many methicillin-resistant staphylococcus aureus and few pseudomonas aeruginosa. According to the account, the patient was not a candidate for surgical incision and drainage and was treated with a prolonged course of IV polymicrobial. Per MFR# 2916596-2019-05702, the patient expired on (B)(6) 2019 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The hmii lvas IFU lists hemolysis and (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: 3601800000-2019-8083 was received 10oct2019. Event date was estimated since it was only provided as (B)(6) 2019. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented with exacerbation of methicillin-resistant staphylococcus aureus and multi-drug resistant pseudomonas infection. The original intended procedure was listed as heartmate 2 to heartmate 2 exchange for hemolysis. The patient was not a candidate for surgical incision and drainage, so he was treated with a prolonged course of IV polymicrobials. A wound culture on (B)(6) 2019 found many methicillin resistant staphylococcus aureus and few pseudomonas aeruginosa. No further information was provided.